Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filling these late reports as directed by the (B) (4) staff. It was reported that impedances were greater than 3,600 ohms on pairs involving electrode 7. No action was taken. The situation was ongoing.

Manufacturer narrative:
(B) (4).